Event description:
It was reported that the patient experienced a possible perforation and was bradycardic. There was pauses noted in the rhythm and the right ventricular (rv) lead exhibited intermittent loss of capture. A lead revision was scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.